Manufacturer narrative:
We received one 120803f embolectomy catheter for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be torn off between the windings and was not returned. Both the distal and proximal windings were found to be in good condition although the spring tip has been stretched. The product IFU states this condition may occur if a pull force of 0.7 lbs. On the inflated balloon has been exceeded. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
It was reported that during a procedure for femoral false aneurysm, the syringe popped off when the catheter was advanced into the artery. The syringe was re-attached, but the balloon would not inflate. When the catheter was removed the balloon was missing. The artery was then flushed to try and remove the missing balloon fragment. It is not known if the fragment flushed out during irrigation. No patient complications were reported from this event.